Event description:
The customer reported that during a laparoscopic salpingectomy, the ligasure device was sticking to ligated tissue, causing tearing of the tissue on device removal. No pt injury reported. A second device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date, has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.